Event description:
An impella 5.5 was inserted via the axillary graft site to support the 58-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Prior to the use of the 5.5 pump the patient was on an intra-aortic balloon pump (iabp), inotropes, and vasopressors. No other medical history was shared. On the day after implant there was an observed hematoma at the 5.5 access site. The hematoma was noted to be small and soft to firm, with lower dose of heparin on board. The patient's hematoma was to be monitored, but no intervention has been performed to date. The patient remains on support and has survived.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D6b updated. The investigation is still ongoing.

Manufacturer narrative:
Corrected information has been provided in d4 (catalog & serial). Asae/ hematoma : the cause of the access site adverse event was not determined due to insufficient clinical details.